Manufacturer narrative:
(B)(4). Device evaluated by MFR: the isleeve was received with the dilator. The sheath and tip were microscopically examined. The sheath material was split/torn on the seam starting 21cm from the hub and extending to the tip. The edges of the split/tear were slightly jagged. The reported seam tear was confirmed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the seam tore. A 14f isleeve introducer sheath had been introduced and there were "no problems" noted during the procedure. Upon removal, it was noticed that one seams had torn about 18 cm. The patient did not suffer any complications due to the seam tear. This product is only ous approved but it is similar to an approved us device.